Event description:
It was reported that the patient contacted support due to prolonged elevated blood glucose levels. Upon inspection, the patient stated that the infusion site appeared normal; however, insulin was observed leaking from the back of the cartridge. The agent recommended replacing the cartridge and infusion set, and the patient reported being able to complete the change without assistance. At the time of the call, the patient¿s blood glucose level was reported at 399 mg/dl. The patient confirmed that blood glucose levels were affected, with a highest reported value of 401 mg/dl and levels remaining above 180 mg/dl for approximately 10 hours. The device provided alerts for elevated blood glucose levels for more than 90 minutes. The patient did not use back-up therapy, did not perform ketone testing, did not receive professional medical intervention, and did not experience any immediate health effects. The agent advised the patient to monitor blood glucose levels for the next one to two hours and scheduled a follow-up call. During follow-up, the patient reported that blood glucose levels were decreasing and trending downward. Additional follow-up confirmed that blood glucose levels had returned to range. The patient was unable to provide the cartridge lot number as the packaging had been discarded. The case was subsequently closed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.